Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all the drawers were failed and those were not able to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. A field service engineer (fse) inspected the back panel and observed that the pyxibus board for half-height drawer 3 had no indicator lights. The fse tested drawer 3.1 using a voltage meter and found almost no voltage. To resolve the issue, the fse replaced both the drawer board and the t-board. After the replacement, drawers 3.1 and 3.2 were tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all the drawers were failed and those were not able to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.